Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra meter was reading inaccurately compared to his feelings and/or normal results. The complaint was classified based on the customer care advocate (cca) documentation, since the medical surveillance specialist was unable to reach the patient by phone. The patient reported that the alleged inaccuracy began on (B)(6) 2010 (time unknown). The cca noted that the patient was unable to provide specific results obtained with the subject meter that he felt were inaccurate. The patient claimed that he was obtaining readings with the subject meter that "fluctuated from high to low". The patient manages his diabetes with oral medication (metformin). As a result of the alleged issue, the patient stated he took an increased dose of metformin on the same day the alleged issue began. Later that same day, the patient reported feeling nervous, dizzy and shaky. The patient denied receiving medical treatment. At the time of troubleshooting, the cca noted that the patient did not have control solution to test the subject meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient claims he developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
The 510k # is k062195. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.